Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-02806. It was reported that following a coronary artery stenting treatment procedure, side branch stenosis was noted. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as unstable angina (braunwald class iib), and the patient was referred for cardiac catheterization. The patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 70% stenosis and was 15mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x20mm ng promus stent. Subsequently, a second 3.00x20mm ng promus stent was placed. A non-study 3.00x20mm drug-eluting stent was also placed with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. The core lab reported 40% side branch stenosis per the baseline index angiography and 85% side branch stenosis per the post-procedure angiography. No additional information is available at this time.